Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g2. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported baker grade IV and patient reported "suffering from anxiety."

Manufacturer narrative:
The events of capsular contracture, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, and seroma-late, "prosthesis is in the recall."

Event description:
Patient reports "feel pain, burning and stinging in the breasts¿, "signs of bilateral capsular contracture" baker grade unknown, "radial folds" and "minimum amount of liquid around the implants, without clinical significance," "prosthesis is in the recall." This record is for an unknown side. The device remains implanted.